Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested and if received, will be provided in the supplemental report. Not returned to manufacturer.

Event description:
Doctor states, cup was loose after acetabular fracture.

Manufacturer narrative:
An event reporting revision involving an unknown shell was reported. The event was not confirmed. Medical records received and evaluation: a medical review was performed and concluded: "- patient trauma with co-existent osteoporosis did contribute to an acetabular fracture that caused loss of bone support for the cup requiring revision of the loose cup and fracture stabilization by traditional osteosynthesis and reconstruction techniques." Conclusions: a medical review was performed and concluded that "patient trauma with co-existent osteoporosis did contribute to an acetabular". Further to this the medical review did not indicate any evidence of a device related issue. No further investigation is required at this time. If further relevant information becomes available or the product is returned, this investigation will be re-opened.

Event description:
Doctor states cup was loose after acetabular fracture.